Event description:
It was reported that after implanting another company's stent, post-dilatation was then attempted with a balloon. When the balloon was pulled back, the distal part of the guidewire went inside the shaft of the balloon, and the proximal part remained in the guiding catheter. No pt injury was reported.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the guide wire was returned with blood and contrast visible on the coils. The core was separated at the distal end of the hypotube and there was some core visible in the hypotube. There was a bend in the core and blue polymer 2 cm distal to the end of the separated core. The proximal end of the polymer and the core were in a curve shape. The guidewire tip was tugged on to confirm that the core and the shaping ribbon were intact. No other damage to the device was noted. The unit was sent for scanning electron microscopy (sem) for further analysis. Quality engineering reviewed the incident information and the analysis of the returned device. The sem report showed that the core immediately adjacent to the hypotube joint had been bent excessively and the core fractured from ductile overload. The area that failed is the weakest portion of the guidewire core. The balance family of guide wires was designed with the hypotube junction 40 cm from the distal tip. Even with treatment of a very distal lesion, this junction should only enter the primary curve of any guiding catheter; therefore, the opportunity of the guide wire being bent into such an excessive radius to cause a bend during a procedure is remote. In some cases, improper use with ivus and other circumstances can cause the hypotube junction to bend. The cause of the bend in this incident is unknown, and there was no information in the incident description that would account for the guide wire bending, but once bent, manipulating the guide wire could cause the guide wire to fracture as described in the incident. This type of severe bend would have been noticed at the start of the procedure. Therefore, it was not caused during manufacturing. The lot history record was reviewed and there were no non-conformities associated with this product lot. Quality engineering concluded that there was no indication of a quality issue in either materials or workmanship. This very low-level failure mode will be trended. Action may be taken based on adverse trend results. To insure this does not occur, manufacturing checks all guide wires for any bends or kinks along the core. This MDR is considered closed by the quality assurance department.